Event description:
A customer contacted beckman coulter inc. (Bci) to report that the act 5 diff wbc lyse reagent received in the receiving department was leaking from the cap. The person receiving the reagent handled the leaking reagent with gloves, placed it in a plastic bag and did not come into contact with the reagent. There was no effect to user and no exposure to open lesions or mucus membranes.

Manufacturer narrative:
The reagent does not appear to have been damaged in shipping. The customer was sent a reagent replacement. Root cause is unknown at this time.